Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was lcd display was missing pixels. Review of the event history log revealed high pressure alarm messages. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com..

Manufacturer narrative:
Device identification (UDI) and protocol number are unknown; no further information has been provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion was not correct. No patient injury reported.